Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.